Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully paired after interrogation. There were no patient consequences.